Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the neptune rover with smoke evac and power pole was not turned on during a procedure, but an arthroscopy pump was turned on and being used. This caused the surgical fluid to back up in the suction tubing and come out through the physician's scope. The fluid came into contact with the sterile field but not with the patient. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the neptune rover with smoke evac and power pole was not turned on during a procedure, but an arthroscopy pump was turned on and being used. This caused the surgical fluid to back up in the suction tubing and come out through the physician's scope. The fluid came into contact with the sterile field but not with the patient. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event could not be confirmed as the device was not available for evaluation. Based on the reported information the root cause was determined to be due to user error. It was stated that an arthroscopy pump was turned on at the time the backflow occurred and that the neptune was not turned on at the time. Based on the IFU, the rover¿s suction needs to be activated while using an external pumping device.